Manufacturer narrative:
Medtronic evaluated the device. Proper operation was observed during functional and performance testing. The root cause of the reported event was not determined.

Event description:
The customer complained that during a cardioversion attempt (pt details not reported), the defibrillator failed to deliver energy. There were no adverse affects to the pt reported as a result of device use.